Event description:
It was reported that during a bunionectomy, m/c joint reconstruction, the tip of the driver broke off inside the screw which was implanted in the patient; not retrieved. Both are secure in the bone. No further patient or event information was provided at the time of this report.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that after the mini tightrope was placed, and the screw was implanted (fully seated) the stainless steel tip of the driver broke off and remains in the screw. The driver broke at the end of the case; surgery went well. Patient's weight was requested, but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely cause(s) of this event is prying/leveraging the driver, excessive torquing and/or excessive force is applied on the driver during insertion.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.